Event description:
Reportedly, the pt was laying on the table during an enema procedure and as the technologist moved the overhead x-ray tube assembly, a cover on the collimator fell off and allegedly struck the pt on the back of the head. The pt reportedly had a small laceration and small bump on her head. She was examined and the cut was cleaned and treated with peroxide.